Event description:
It was reported the gastrovideoscope exhibited a crack on the distal end tip. The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
Additionally, the investigation found that the glue around the pink rubber was cracking off, and the device was missing the adhesive on the elevator cover. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the investigation, the device evaluation found the adhesive around the pink rubber of the probe was cracked off, and the adhesive on the elevator cover was missing. However, a definitive root cause could not be determined. The instructions for use states the prevention method associated with the event in instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use warnings and cautions ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.